Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that this system is consistently displaying a grub menu upon boot up. Navigation was aborted. There was no patient impact and a delay of less than one hour. They went through the "advanced options for ubuntu" and select "*ubuntu, with linux 3.13.0.-76-generic (recovery mode)". Upon trying to ignore errors found, the system continued to display the grub menu. Upon selecting f to "fix" errors the system was able to boot to the log in screen twice. (B)(6) 2024 e1 (rep): no new information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736113, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735736, serial/lot #: (B)(6), ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Evaluation codes b01, c19, d14 apply. Evaluation of the returned software logs confirmed the event. There was a software fault causing shutdown and failure to boot up. Evaluation codes b01, c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.